Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedance measurements of less than 100 ohms. Noise was observed, which was oversensed and caused inappropriate atrial tachycardia response (atr) episodes. The physician reprogrammed the device to pace only in the ventricle; however, this resulted in the patient experiencing pacemaker syndrome and the device was programmed back to ddd mode. The patient was sent to another facility for a lead replacement. The facility did not believe there was a lead issue and did not perform the replacement. A review of device printouts between the boston scientific field representative and a representative from the device manufacturer concluded there was likely an insulation issue with this ra lead. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead remains in service. No further information concerning this report is expected, and our investigation is complete. This investigation will be updated should further information be provided.